Event description:
Allegedly per the paper by silverton et al. (Journal of arthroplasty, may 2014, "midterm results of a femoral stem with a modular neck design: clinical outcomes and metal ion analysis"), allegedly a (B)(6) male patient was revised 7.2 years after primary surgery for thigh pain, femoral osteolysis, and taper corrosion.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 3010536692-2014-01010, 01011, 01012, 01013.